Event description:
Event 1 [date redacted] lot: 36197634: the splines of the ablation catheter became inverted during use. The ablation catheter was removed and replaced with no reported harm to the patient. Event 2 [date redacted] lot: 36290329: the spline of the ablation catheter was deemed defective after placement into the patient. The catheter was removed and replaced with no harm to the patient. Event 3 [date redacted] lot: 36367951: the petal splines were noted to be deformed during prep of the ablation catheter. The catheter was removed and replaced with no harm to the patient event 4 [date redacted] lot: 36396709: there was a deployment issue with the ablation catheter during prep. The catheter was removed and replaced with no harm to the patient manufacturer response for 31mm farawave pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter). Mfg [manufacturer] notified by site.